Manufacturer narrative:
Device not returned.

Event description:
It was reported that rod was broken post-operatively. The patient underwent revision surgery on (B)(6) 2017 for replacement of hardware.

Event description:
It was reported that rod was broken post-operatively. The patient underwent revision surgery on (B)(6) 2017 for replacement of hardware. Update: the inspection of the returned product revealed that the rod didn't break. The rod was explanted successfully. This is a concomitant device.

Manufacturer narrative:
The inspection of the returned product revealed that the rod didn't break. The rod was explanted successfully. This is a concomitant product. No further ingestion will be required. Therefore, no additional follow-up report will be filled.